Manufacturer narrative:
Concomitant medical products: ICU medical clave needlefree IV connector, td (B)(6) 2020. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set cracked when it was tighten into the needlefree IV connector. Although requested, no additional information was provided.

Event description:
It was reported that the tubing set cracked when it was tighten into the needlefree IV connector. Although requested, no additional information was provided.